Manufacturer narrative:
Additional part involved in incident: part no: 94506; lot no. Ca77854 - multiaxial screw inserter, 394820 - multiaxial screw.

Event description:
It was reported that once the screw was implanted, it was difficult to remove the inserter from the screw. While trying to get the items to separate, the threads of the inserter broke. Screw was removed and replaced. Procedure was completed with another available inserter. Patient outcome: no adverse effect reported as a result of this event.

Event description:
The customer reported that the insulin pump had a frozen screen. Troubleshooting was performed. The battery was changed and the insulin pump was rested for a couple of hours, but the frozen display continued. The mother requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Part no. Mfg. Date: 94504, 10/20/2004; 94506, 10/28/2004; 594634, 11/25/2009.